Manufacturer narrative:
As reported by the patient/initial reporter through the medical affairs department, the patient had an optease retrieval filter implanted due to trauma incurred from a car accident/coma. Approximately six (6) months after the implantation, the patient experienced an unsuccessful attempt at removal of the "imbedded" optease filter. The filter remains implanted at this time. The event is ongoing. Multiple attempts to obtain additional information were unsuccessful. The device remained implanted in the patient and was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿filter retrieval difficulty ¿ unable to retrieve from vessel wall¿ could not be confirmed as analysis could not be performed and procedural films/images were not provided for review. The retrieval difficulty experienced by the costumer was most likely related to the length of time the filter was deployed in the patient. The IFU states that the indication is for up to 23 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Based on the device history record review, there is no indication that this event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The device remains implanted and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15282988 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the patient/initial reporter through the medical affairs department, the patient had an optease retrieval filter implanted due to trauma incurred from a car accident/coma. Approximately six (6) months after the implantation, the patient experienced an unsuccessful attempt at removal of the "imbedded" optease filter. The filter remains implanted at this time. The event is ongoing. Multiple attempts to obtain additional information were unsuccessful.